Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device turned on well without any issue. Performed 3 hours simulated infusion without any changes on the screen display. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. There is an existing investigation for this reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had the flow rate displayed on the side buttons on the screen disappear during infusion in the biomedical service department. There was no patient involvement. No additional information is available.